Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing muscle stimulation. The pulse generator was explanted and replaced. The patient was doing well following the procedure.